Event description:
It was reported that an alert for high, out of range hv lead impedance was received. Variable r-wave amplitudes were also noted. Further evaluation was recommended.

Event description:
New information received indicated that the lead was capped and replaced. No further information is available.